Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.1 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meters serial number (B)(4) compared to a laboratory using the neoplastine reagent. Patient 1: on (B)(6) 2021, patient 1 was testing using meter (B)(4) and the result was 4.1inr. The result from the laboratory within a few minutes was 2.97 inr. On (B)(6) 2021, patient 1 was testing using meter (B)(4) and the result was 4.3 inr. The result from the laboratory within a few minutes was 3.27 inr. Patient 2: on (B)(6) 2021, patient 2 was tested using meter (B)(4) and the result was 3.6 inr. The result from the laboratory within a few minutes was 2.59 inr. Patient 3 : on (B)(6) 2021, patient 3 was testing using meter (B)(4) and the result was 4.3inr. The result from the laboratory within a few minutes was 3.2 inr. Patient 1 has a therapeutic range of 2.5-3.5 inr. Patient 2 has a therapeutic range of 2.0-3.0 inr. Patient 3 has a therapeutic range of 2.5-3.5 inr.